Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). It was reported that the patient was in the emergency room because her legs hurt and were swollen, and red. Patient was put on a catheter and released for home. Patient¿s device read, unable to find device. Patient stated her some nurse accidently pulled on her wires and they were loose now. Patient¿s ens batteries were also depleting. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that battery replaced on (B)(6) 2018. Patient's weight was reported.